Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer's blood glucose level was 135 mg/dl. The customer reloaded the cartridge to resolve the issue. Reportedly, the cartridge had been in use for 3 days. Tandem technical support (cts) advised the customer against using supplies past labeling. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.